Event description:
Pts were receiving treatment when the intensity suddenly increased. This resulted in skin blisters and burns. The cable and cups were replaced and it still happened. Three complaints were received; however, each incident was not detailed. The waveform on all three was ifc, all four channels were used, the intensity was 25ma and in at least one case the shoulder was being treated. Vacuum cup electrodes were being used and the leadwires were vacuum cables. Treatment times were 20 mins. Treatment may have been stopped in one case because the correspondence states that the burn occurred in the middle of the treatment and when the treatment was completed. They indicated that in one case the pt was approx 60 but the condition of the skin was normal.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation no root cause can be determined. Add'l info will be provided via the form 3500a, if required.